Manufacturer narrative:
Additional, changed, and/or corrected data: b5, h6.

Event description:
Device has been explanted.

Event description:
Healthcare professional reported "rupture". This record is for the left side. Event was confirmed via MRI. Device has been explanted.

Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaints are: rupture: observed, broken assessed as surgical damage and missing assessed as inconclusive. As per the investigation procedure, crease was completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Healthcare professional reported "rupture". This record is for the left side. Event was confirmed via MRI. Device remains implanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been completed. No deviations or non-conformances noted. Reason for reoperation: rupture.

Event description:
Healthcare professional reported "rupture". This record is for the left side. Event was confirmed via MRI. Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b3, b5, b6, d9, h3, h6.